Event description:
Customer reportedly received results of 338 mg/dl and 118 mg/dl within 10 minutes on the aviva system. No low or high blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.